Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in canada.

Event description:
It was reported that the device was sent in for preventative maintenance originally and found to be needing repaired. Pretest could not be performed due to damaged comb. The event occurred outside of surgery and there was no patient involvement. Due diligence is complete, there is no additional information available.